Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the pvi procedure, communication issues with the dws resulted in a procedural delay. The ensite x dws was unable to reconnect to the amplifier after exiting and resuming a study. The amplifier was exchanged but this issue persisted. The dws was rebooted twice with a 2-minute wait, but the issue was not resolved. The dws replaced with one from an alternate lab to resolve the issue and complete the procedure with no adverse consequences to the patient.